Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('patient states its very clear on u/s that coil is out of place on left'), pelvic pain ('pain / severe pelvic pain') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 627283) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heavy periods, queasy, dysmenorrhea, stress incontinence, vaginal discharge, joint pain, chronic cervicitis, adenomyosis and migraine. Concomitant products included caffeine and nicotine. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), back pain ("severe lower back pain"), anxiety ("anxiety"), feeling abnormal ("brain fog") and abdominal distension ("severe bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laproscopic hysterectomy & bilateral salpingectomy diagnostic cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, autoimmune disorder, allergy to metals, back pain, anxiety, feeling abnormal, abdominal distension and weight increased outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, autoimmune disorder, back pain, device dislocation, feeling abnormal, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: after deployment there were 8 coils trailing within the uterine cavity. Second essure device was completed on the left fallopian tube with 7 coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: normal ovaries, right fallopian tube, contraceptive device. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: severe back pain, brain fog". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: product lot number added. Seriousness criteria for event genital hemorrhage updated to non serious. On (B)(6) 2020: medical record received : no new clinical information received we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('patient states its very clear on u/s that coil is out of place on left'), pelvic pain ('pain / severe pelvic pain') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 627283) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heavy periods, queasy, dysmenorrhea, stress incontinence, vaginal discharge, joint pain, chronic cervicitis, adenomyosis and migraine. Concomitant products included caffeine and nicotine. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), back pain ("severe lower back pain"), anxiety ("anxiety"), feeling abnormal ("brain fog") and abdominal distension ("severe bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laproscopic hysterectomy & bilateral salpingectomy diagnostic cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, autoimmune disorder, allergy to metals, back pain, anxiety, feeling abnormal, abdominal distension and weight increased outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, autoimmune disorder, back pain, device dislocation, feeling abnormal, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: after deployment there were 8 coils trailing within the uterine cavity. Second essure device was completed on the left fallopian tube with 7 coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: normal ovaries, right fallopian tube, contraceptive device. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: severe back pain, brain fog". Lot number: 627283, manufacturing date:2008-05, expiration date:2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("patient states its very clear on u/s that coil is out of place on left"), pelvic pain ("pain / severe pelvic pain"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heavy periods, queasy, dysmenorrhea, stress incontinence, vaginal discharge, joint pain, chronic cervicitis, adenomyosis and migraine. Concomitant products included caffeine and nicotine. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), back pain ("severe lower back pain"), anxiety ("anxiety"), feeling abnormal ("brain fog") and abdominal distension ("severe bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic hysterectomy & bilateral salpingectomy diagnostic cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, autoimmune disorder, allergy to metals, back pain, anxiety, feeling abnormal, abdominal distension and weight increased outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, autoimmune disorder, back pain, device dislocation, feeling abnormal, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: after deployment there were 8 coils trailing within the uterine cavity. Second essure device was completed on the left fallopian tube with 7 coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: normal ovaries, right fallopian tube, contraceptive device. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: severe back pain, brain fog". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("patient states its very clear on u/s that coil is out of place on left"), pelvic pain ("pain / severe pelvic pain"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included heavy periods, queasy, dysmenorrhea, stress incontinence, vaginal discharge, joint pain, chronic cervicitis, adenomyosis and migraine. Concomitant products included caffeine and nicotine. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), back pain ("severe lower back pain"), anxiety ("anxiety"), feeling abnormal ("brain fog") and abdominal distension ("severe bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic hysterectomy & bilateral salpingectomy diagnostic cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, autoimmune disorder, allergy to metals, back pain, anxiety, feeling abnormal, abdominal distension and weight increased outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, autoimmune disorder, back pain, device dislocation, feeling abnormal, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: after deployment there were 8 coils trailing within the uterine cavity. Second essure device was completed on the left fallopian tube with 7 coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: normal ovaries, right fallopian tube, contraceptive device. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: severe back pain, brain fog". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.